Event description:
Two days after cataract surgery with implantation of the crystalens in the left eye (os), the patient presented with decreased visual acuity and pain. The patient's bcva os decreased from 20/40 preoperatively to 20/300 at the 2-day postoperative visit. The physician diagnosed the patient with endophthalmitis and mild hypopyon with synechiae. A vitrectomy was performed and an intravitreal injection of antibiotics was administered; the patient was also prescribed oral antibiotics. The culture report was negative, the endophthalmitis was diagnosed as sterile endophthalmitis, etiology unknown. The patient's prognosis is excellent and the patient's bcva improved to 20/50 at the last reported visit. The physician does not believe the crystalens caused or contributed to the infection; this MDR is being submitted due to unknown cause.

Manufacturer narrative:
The lens remains implanted in the patient and is therefore, not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. In addition both the manufacturing and sterilization lot records were searched and there have been no reports of endophthalmitis.